Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an inguinal hernia coincident with automated peritoneal dialysis therapy. The cause of the hernia was reported to be possibly due to the volume of fluid the patient carried around during their daytime dwell. The patient was seen in the emergency room; however, was released that same day. The patient will not have a repair of the inguinal hernia at this time, and the plan is to continue to monitor the hernia. Dianeal and extraneal therapies remained on going. At the time of this report, patient had not recovered. No additional information is available.